Event description:
It was reported after a lipothymic episode the patient was hospitalized. Upon interrogation, it was noted there was an increased capture threshold and high pacing impedance on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.